Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient¿s therapy was not effective since implantation. The patient had their implant and leads removed on (B)(6) 2017. The patient also had their spine fused. No further complications were reported. Follow-up was conducted.